Event description:
It was reported that a patient has had a device implanted for 20 years, but it was no longer working. The patient was going to try "botox." No further information about this issue was reported. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).